Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced pain, erosion and infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available we are unable to determine if the davol flat mesh caused or contributed to the issues experienced after implant as the office notes indicate the patient had a surgical history significant for multiple vaginal repairs and this is the cause of the thinning wall of the vagina that has led to exposed mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with a large rectocele, apical enterocele, rectal sphincter insufficiency and decreased perineal body. The patient underwent a posterior repair with enterocele repair with rectal sphincterotomy and perineorrhaphy, placement of posterior bard flat vaginal mesh. On (B)(6) 2005 - (B)(6) 2013 - the patient had multiple office visits in which patient had urinary complaints, uti with (B)(6), pelvic pain and flat mesh erosion. On (B)(6) 2013 - the patient was previously diagnosed with mesh erosion and underwent partial excision of "a large amount of mesh in the posterior wall." Some vaginal mucosa was also excised on the anterior wall. Office notes prior to explant note he protruding mesh to be caused "due to poor estrogen effect as well as multiple repairs." On (B)(6) 2013 - patient had an md office exam. Patient indicated she has improved and no longer has pelvic discomfort, currently asymptomatic. Post partial mesh explant.